Event description:
It was reported that during surgery, a projection of universal oscillating saw attachment black filings took place above a surface without protection. It was for a friction of pieces. There was no harm or medical intervention and it was unknown if surgery was extended. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.